Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "lead fault" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.